Manufacturer narrative:
Establishment name: tandem, country: united states of america, address ¿ line 1: 11045 roselle street, address ¿ line 2: suite 200, city: san diego, state, province or territory: ca, post office or zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that, the patient experienced infusion set spring cannot be activated or is difficult to activate on (B)(6) 2026, patient pressed to insert the infusion set, but the needle remains in the device and will not be inserted to body.